Event description:
It was reported that externalized conductors were noted via fluoroscopy. Non-specific functional anomaly was found. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and medwatch report (B)(4) was received.